Manufacturer narrative:
This complaint is still under investigation.

Event description:
The patient started to suffer pain and swelling appeared in the anterior region (third proximal)of the left thigh. Patient underwent a revision of the left implant due to a pseudo tumor caused by polyethylene.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This is a duplicate report of 1818910-2013-34698. This report, 1818910-2013-32666, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2013-34698.